Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure using a fast-fix 360 calibrated at 20mm, a slotted cannula was positioned, the device was passed through the cannula and t1 was deployed, however, when the needle was removed, the slider was not returned to its place. Several attempts were made with a needle to rearrange the slider, but it never returned. T1 and t2 were removed with a grasper. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was returned for evaluation. It was determined the device did not contribute to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar events. A review of the device inspection summary found they are inspected after assembly to verify that at each deployment knob the actuator moves freely and returns to the halfway point. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A visual inspection found the device was received in the opened original box without anchors or suture. The actuator/slider was in the pre t1/post t2 deployment position and the depth gauge was set to the maximum length. A functional evaluation found the deployment knob and actuator/slider cycled as intended without getting stuck. ¿ the complaint was not confirmed as the reported failure could not be duplicated during product evaluation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar events. A review of the device inspection summary found they are inspected after assembly to verify that at each deployment knob the actuator moves freely and returns to the halfway point. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.